Event description:
It was reported that after pairing a new cgm sensor with the pump and reconnecting the pump, the user noted a low glucose reading of 70 mg/dl and treated with three pieces of candy, after which glucose rose high; the user suspected insulin stacking while on backup therapy. Symptoms included hypoglycemia. Outcomes included transient low glucose without hospitalization. Investigation included troubleshooting and user education on hypoglycemia management and potential insulin stacking. Investigation of this case revealed no device malfunction and an unclear cause of hypoglycemia, with user-reported potential insulin stacking while transitioning sensors and therapy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.